Event description:
The pt was undergoing a diagnostic laparotomy. A hematoma was noted in the left iliac fossa. A laparotomy was done & the retroperitoneum was explored by a vascular surgeon. There was no evidence of injury to the aorto-iliac arteries or veins. The hematoma was evacuated. There was no injury to the colon or small bowel. Post-operatively the pt did well. Los 5 days.